Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the needle hub is broken. There was no damage to the patient. According to the doctor who placed the complaint with us, it was probably a 3-5 lumen cvc with a length of 20 cm."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for analysis. The complaint of needle hub broke and separated in use was able to be confirmed by the photo. The photo revealed that the needle hub cracked and separated near the proximal end of the hub. A complete visual inspection could not be performed as no sample was returned for analysis. Although the exact instructions-for-use (IFU) could not be determined for this complaint because the product code was unknown, a review of a cvc IFU warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of a broken and separated needle hub in use was confirmed through visual inspection of the customer supplied photo. Based on these circumstances, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was fully implemented on 23-aug-2023 using a new alcohol-resistant material to manufacture the needle hub. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the needle hub is broken. There was no damage to the patient. According to the doctor who placed the complaint with us, it was probably a 3-5 lumen cvc with a length of 20 cm." The condition of the patient was reported as "fine".